Event description:
Perimyocarditis was reported following a mantra-paf study. The date of the procedure was in 2007. Event reported occurred approximately close to a year (2008) of the study and is now resolved. Event was marked as serious and unanticipated. It was said to be possibly related to the rfa-procedure. No info has been provided as to what medical intervention was performed.

Manufacturer narrative:
Pericarditis is documented in the instruction for use to be related to rf.